Event description:
The complainant reported that during the support of an impella cp, the patient presented with a hematoma at the site prior to preparation for surgery. The site was angle-matched with the suture hub positioned at the skin level. Pressure was applied, and the site remained stable before the drape was placed. Throughout the six-hour procedure, there was continuous bleeding from the impella groin site. Upon completion of the case, the physician sutured down the blue suture hub, which appeared to improve the situation. Additionally, the patient received one liter of plasmolyte. It was noted that the patient was oozing from multiple sites, with a knee immobilizer in place at the site, which was angle matched. Pulses were detectable on doppler examination. The following day, the patient had received one unit of packed red blood cells (prbcs) overnight. A central line spot check of the central venous pressure (cvp) was performed, which revealed a cvp of 16. The site was assessed to be stable, locked, and tight, with the angle matched and the leg immobilizer still in place, and pulses were again present on doppler. A thorough washout of the chest cavity yielded no likely sources of bleeding. The sternum was closed, but the top layer of skin was left open with a wound vacuum in place. The patient maintained a stable condition until the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: impella groin site bled entire 6hr case. The patient is oozing from every site possible. Knee immobilizer in place and site oozing but angle matched. The cause of the bleeding is determined to be patient condition because patient was bleeding from multiple locations. Device history review: the device passed all the post sterile inspection checks.